Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: additional communication from the customer stated that the most likely cause of the issue was due to variation in their practice, which has since been resolved. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no. 367344 possible batch no. 8352504. It was reported that when the safety mechanism on butterfly needles is activated blood often flicks up toward the employee¿s face and/or the surroundings. Also after the safety mechanism on butterfly needles is activated correctly blood often drips back out of the needle and tubing into surrounding surfaces. Form details: situation: when the safety mechanism on butterfly needles is activated blood often flicks up toward the employee¿s face and/or the surroundings. Also after the safety mechanism on butterfly needles is activated correctly blood often drips back out of the needle and tubing into surrounding surfaces. Assessment: the safety mechanism for butterfly needles is a small button at the base of the needle that retracts the needle. This action automatically withdraws the needle from the patient as it retracts. When the button is activated it often flicks blood onto the surroundings and person using the needle. When the device has been activated as per procedure, it is not unusual for blood to drip out of the needle and tubing as it is being carried to the sharps container. Recommendation: assess the bd vacutainer push button blood collection sets ref 367344 for increased risk associated with employee¿s exposure to blood and body fluids. Email: .I have asked for more details regarding these incidents but I need to work with bd¿s clinical team to understand how to avoid these exposures with this and products like this. Slhs uses 230k+ a year of this and the 23ga products. Please provide me a contact person to report these incidents to, I will need mailing containers to return used product. Work order notes: 04/19/2019 sent an email to the customer, as there was no telephone # provided. I requested that she contact me. 04/22/2019 left a message regarding the issue. Had given my contact information. She explained that she had sent a survey of several nurse comments on the pbbcs. Some of them are activating the pbbcs after removing the needle from the patient's arm, and observing a "flicking" of blood. I explained that the proper usage of this device is to push the button while the needle is still in the patient's arm. She also mentioned that even if the device is activated correctly, and the last tube is removed from the one use holder, they are experiencing blood dripping from the front of the device. She explained the this occurs "more often than not." This issue is not specific to any particular lot #. The lot # for the 21 g pbbcs is 8352504, exp 12-31-2020, and the lot # for the 23 g pbbcs is 8057796 ((B)(4)), exp 02-29-2020. I sent her educational information on how to properly use the pbbcs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352504, medical device expiration date: 2020-12-31, device manufacture date: 2018-12-18. Lot #, catalog #: the reported lot# 8057796 was not found for the catalog number. Medical device type: jka, fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter. "Material no. 367344, possible batch no. 8352504. It was reported that when the safety mechanism on butterfly needles is activated blood often flicks up toward the employee¿s face and/or the surroundings. Also after the safety mechanism on butterfly needles is activated correctly blood often drips back out of the needle and tubing into surrounding surfaces. Form details: situation: when the safety mechanism on butterfly needles is activated blood often flicks up toward the employee¿s face and/or the surroundings. Also after the safety mechanism on butterfly needles is activated correctly blood often drips back out of the needle and tubing into surrounding surfaces. Assessment: the safety mechanism for butterfly needles is a small button at the base of the needle that retracts the needle. This action automatically withdraws the needle from the patient as it retracts. When the button is activated it often flicks blood onto the surroundings and person using the needle. When the device has been activated as per procedure, it is not unusual for blood to drip out of the needle and tubing as it is being carried to the sharps container. Recommendation: assess the bd vacutainer push button blood collection sets ref 367344 for increased risk associated with employee¿s exposure to blood and body fluids. Email: I have asked for more details regarding these incidents but I need to work with bd¿s clinical team to understand how to avoid these exposures with this and products like this. (B)(6) uses 230k+ a year of this and the 23ga products. Please provide me a contact person to report these incidents to, I will need mailing containers to return used product. Work order notes: on 04/19/2019 sent an email to the customer, as there was no telephone # provided. I requested that she contact me. On 04/22/2019 left a message regarding the issue. Had given my contact information. She explained that she had sent a survey of several nurse comments on the pbbcs. Some of them are activating the pbbcs after removing the needle from the patient's arm, and observing a "flicking" of blood. I explained that the proper usage of this device is to push the button while the needle is still in the patient's arm. She also mentioned that even if the device is activated correctly, and the last tube is removed from the one use holder, they are experiencing blood dripping from the front of the device. She explained the this occurs "more often than not." This issue is not specific to any particular lot #. The lot # for the 21 g pbbcs is 8352504, exp 12-31-2020, and the lot # for the 23 g pbbcs is 8057796 ((B)(4)), exp 02-29-2020. I sent her educational information on how to properly use the pbbcs.